Manufacturer narrative:
The visual inspection of the customer returned user interface (ui) front bezel assembly revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the user interface (ui) front bezel assembly into a fi ventilator to duplicate the reported issue of numbers are floating all over screen when attempting to change settings via the touchscreen. The fi technician identified that the numbers are floating all over screen when attempting to change settings via the touchscreen was caused by contamination buildups that were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring to not function.

Event description:
The customer reported that she was having issues with the ventilator when attempting to settings change the settings via the touchscreen during patient therapy. The device issue was discovered during clinical use while providing therapy to a patient. The patient was transferred to another working ventilator without incident. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the occurrence of the reported issue, however, due to time constraint has not been able to re-test the unit to confirm the reoccurrence of the issue. The fse replaced the front bezel. The unit was then functionally tested and successfully passed specified tests. No other anomalies were reported.